Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 50 mg/dl. Customer was treated with a (B)(6) bar. Customer reviewed the sensor alert history found he had a lost sensor and a weak signal. Customer was offered to troubleshoot for lost sensor and a weak signal but declined.